Manufacturer narrative:
All available information was investigated, and the reported slda and poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was associated with image quality. The reported patient effects of tissue injury and unchanged mr appear to be related to the slda. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case as the patient remained hospitalized and underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, thin leaflets, and dilated left atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Leaflet damage was observed. A decision was made to discontinue the procedure. However, while removing the steerable guide catheter (sgc) from the femoral vein, the sgc was observed to be bent at the distal end of the sgc. The sgc was removed from the patient intact. In the physician's opinion, the bend was likely due to excessive force when the distal end of the sgc was inserted into the femoral vein. No additional clips were implanted, and the mr remained at a grade of 4+. The patient was transferred to surgery. The patient underwent mitral valve replacement.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.